Event description:
It was reported that the display errors occurred during the use of a temperature sensing foley catheter, or that the measurement temperature might suddenly drop by about 2 degrees on the 70th day of use. After the error, the display might or might not return to normal when the monitor was plugged in again, or the display might return to normal when connected to another monitor (equivalent product). It had been impossible to perform a stable deep body temperature measurement. The facility stated that there was no problem with the monitor itself. The number had suddenly increased, especially around the time of the purchase in september.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A temperature sensing catheter extension cord was returned opened without original packaging. A photo sample was also returned. No damage to the cable was noted. Unable to determine temperature reading from photo sample, so the physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot (B)(6)) the cord was then attached to a kilo device and was able to display the temperature. The sample meets the specification "plug and jack must be firmly secured to wire". The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was used for diagnostic purposes. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the display errors occurred during the use of a temperature sensing foley catheter, or that the measurement temperature might suddenly drop by about 2 degrees on the 70th day of use. After the error, the display might or might not return to normal when the monitor was plugged in again, or the display might return to normal when connected to another monitor (equivalent product). It had been impossible to perform a stable deep body temperature measurement. The facility stated that there was no problem with the monitor itself. The number had suddenly increased, especially around the time of the purchase in september.